Event description:
Same case as MFR. Report #: 3005188751-2011-00166 and 3005188751-2011-00167. It was reported that during an ablation procedure, a perforation occurred. A brk1 needle was used to cross the septum and then a sl1 sheath was advanced into the left atrium. As a wire was advanced, sheath access was lost. The physician attempted to probe the septum with the safire ablation catheter through the sheath and thought that the ablation catheter crossed into the left atrium. The catheter was removed and dye was injected via the sheath. Staining was noted in the pericardial space and the procedure was discontinued. Due to the small size of the effusion, no additional intervention was required. The patient status is listed as stable.

Manufacturer narrative:
One brk needle with stylet was received for evaluation. The entire length of the needle was bent due to the size of the box that the device was received in. Microscopic examination of the distal end of the needle revealed no burrs or damaged areas. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as cardiac perforation is a known physiological effect of the procedure and is noted within the IFU.